Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No moisture damage electronic assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to rain. Blood glucose level at the time of the incident was 230 mg/dl. The caller confirmed that there was a button error alarm present in the alarm history. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.